Event description:
On 10/3/95 at approx 1:45 am, staff went into pt room and found pt over the right side of the bed with restraint still on. Resident was cyanotic from waist to feet, and his face was very pale. An indented area was noted just below rib cage, caused by vest restraint. He was breathing and made several grunting sounds. Emergency medical svc was called by nursing staff; however, pt had "do not" resuscitate order, and CPR was not performed by staff or emergency persons. EKG strip was run on pt, and he ceased to breathe and there was no heartbeat at 2:13 am. According to physician's discharge summary, the physician believes that pt was in extremus. Staff had not heard him call out for help or any other noise to indicate he was in distress. Restraint was applied correctly according to staff. This type of restraint had been used by pt since his admission on 1/16/95.